Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed the delivery accuracy by a value of -10.50%. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
The previous supplemental report indicated that the pump's expulsor was recommended to be replaced. However, no action was taken since the reported issue was not confirmed and the pump was found to be functioning as intended.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The analyst performed three separate delivery accuracy tests the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of + or -6 percent. An expulsor will be replaced to bring the delivery accuracy closer to nominal of a range.